Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the cause of the patient¿s device not providing adequate coverage was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced because she was not getting adequate coverage. The rep noted that they upgraded to a new ins with a paddle lead on the day of the report. There were no reports of device issues or allegations. There were no further complications reported or anticipated. Additional information received from the representative. It was reported that the representative saw the patient on (B)(6) 2018 and everything was resolved - the patient was receiving good coverage and everyone was happy. No further complications reported.